Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/18/2023, it was reported by an arthrex employee via email that an ar-3638 knotless fibertak anchor broke during insertion. This was discovered during a procedure on (B)(6) 2023. All the broken fragments were retrieved, and the case was completed successfully. Additional information received on 7/24/2023: this was discovered during an ankle joint ligament repair procedure, and it was completed using another ar-3638 knotless fibertak. The anchor broke and could not be implanted. There was no delay in the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging during insertion.